Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4): placeholder.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pateint was implanted with plate and screws on (B)(6) 2013. The plate bent and the screws still have engagement in the plate. Plate was removed on an unknown date.

Manufacturer narrative:
This device is used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm proximal femur hook was processed through the normal manufacturing and inspection operations with one material review record written for three parts found to be nonconforming due to not meeting cosmetics requirements. Three parts were scrapped due to marks/scratches in #2 ball hole. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconformances were noted. The raw material met all dimensional and visual criteria at the time of release with no nonconformances documented.